Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h4. Visual inspection of returned device shows both of the bearings & springs have disassembled / missing and were not returned. Dimensional analysis found it to be within specification. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a tasp shim was found without ball bearings while putting trays together in central. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.